Event description:
A sensor error message of "connected to computer" was reported with the abbott diabetes care (adc) device and the caregiver indicated that the customer was unable to obtain glucose readings. As a result, the customer experienced symptoms of headaches and did not feel good. They were unable to self-treat and required their caregiver to provide two boxes of juice, white sugar, and candy as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.